Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. No damage on the lcd glass was noted. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer stated that she was admitted to the hospital for diabetic ketoacidosis and ketones. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.